Event description:
In this event, it was reported that a dentist overfilled a patient's canal with gutta-core; no intervention was required. A review of the dentist's technique showed that he did not have a clear understanding of the obturation technique employed. Dentsply reviewed the protocols for usage with the dentist.

Manufacturer narrative:
While no serious injury resulted in this event, there have been previous reports received where overfilling of a root canal resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.